Manufacturer narrative:
Patient information is unknown. Lot number provided as 03616048. This number was not able to be validated by the manufacturer. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a valid lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a rod holder did not hold the rod properly; it had a tip functional issue. This occurred during a procedure, but there was reported no surgical delay due to the issue. Reported concomitant devices: rod (part: unknown, lot: unknown, quantity: 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Part 03.616.048, synthes lot 6970077: release to warehouse date: (B)(6) 2012. Supplier: instrumedical technologies. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacturing of this product that would contribute to this complaint condition. A product investigation was completed: the returned rod introducer was examined and the distal tip was found to be cracked. The rod introducer was tested with a known good minimally invasive curved rod (04.651.300 lot 3581700) and the complaint condition was able to be replicated as the device was unable to retain and articulate the rod as intended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, drawing review and device history review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Per the technique guide, the rod introducer is a component of the matrix mis standard instrument set and can be utilized in matrix mis (minimally invasive) procedures for thoracolumbar pedicle fixation. The rod introducer is one of two devices utilized for rod placement; the alternative device is the rod forceps (03.616.053). Relevant drawings for the returned devices were reviewed (both current revision and from the time of manufacture. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. No definitive root cause was able to be determined as method of use at the time of failure is unknown for the instrument. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Manufacturing facility. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.